Event description:
It was reported that the arctic sun device did not appear to be warming patient as expected. Event log confirms alert 113 (reduced water temperature control) and 02 (low flow). Neonatal pad in place. Water flow rate (wfr) was 0.3 l/m. Normothermia running for 48 hours. Patient temperature (pt) was 34.9c, targeted temperature (tt) was 36c, water temperature (wt) was 28.4c water flow rate (wfr) was 0.3 l/m. Walked through stop therapy, disconnect and reconnect using proper technique. Water flow rate (wfr) would not rise above 0.2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 23.7c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 20 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 2955.8 and pump hours were 2708.4. Advised to swap out to a new set of pads and call back if water flow rate (wfr) was not 0.7 l/m or higher.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not appear to be warming patient as expected. Event log confirms alert 113 (reduced water temperature control) and 02 (low flow). Neonatal pad in place. Water flow rate (wfr) was 0.3 l/m. Normothermia running for 48 hours. Patient temperature (pt) was 34.9c, targeted temperature (tt) was 36c, water temperature (wt) was 28.4c water flow rate (wfr) was 0.3 l/m. Walked through stop therapy, disconnect and reconnect using proper technique. Water flow rate (wfr) would not rise above 0.2 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 23.7c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 20 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 2955.8 and pump hours were 2708.4. Advised to swap out to a new set of pads and call back if water flow rate (wfr) was not 0.7 l/m or higher. Per follow up information received via task on 04aug2025, spoke with charge nurse who confirmed swapping pads. The box arrived at the neonatal intensive care unit (nicu) this morning. The pad and box were collected by floor manager to be sent for evaluation.